Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tubing is bent/crimped. This was noticed prior to use.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance. One sample in its original package was received. A visual inspection was performed and kinked tubing was observed. The failure mode was confirmed. A formal corrective and preventative action investigation was opened to address the reported issue. The process has been updated and training has been performed to prevent kinked tubes during manufacturing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.